Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available then it will be submitted in a supplemental report. This is the same patient/event as MFR # 9616680-2011-00302.

Event description:
It was reported that, "on (B)(6) 2011, primary that was performed on the patient. On (B)(6) 2011, it was discovered that an adm x3 insert 28/46mm was implanted into an mdm liner 46f (B)(4). The surgeon was notified immediately on (B)(6) 2011. The surgeon recommended revision surgery to the patient with an adm x3 insert 28/52mm and biolox delta ceramic v40 femoral head 28mm. The other components in situ. The revision surgery was uncomplicated."